Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to hyperglycemia on (B)(6) 2020. The customer¿s blood glucose level was 350 mg/dl at time of incident. The customer was treated with insulin pump. Customer stated that tape was not sticking and infusion set cannula was blocked with blood. Customer reported that they did receive a calibration not accepted alert and change sensor alert. The device will not be returned for analysis.